Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected and observed under x-ray which showed some kinked electrode wires inside the shaft. The catheter was next functionally tested and it was found that in flower shape the catheter's petals had poor planarity. Additionally, the catheter could not be completely undeployed. Flushing was then tested, and it was found the catheter could not be flushed in any state of deployment. When the catheter was dissected investigators discovered kinked flush lumen in addition to the kinked electrode wires. Investigation confirmed the allegations of spline issues and failure to undeploy. The most likely cause was traced to device design due to the kinked internal components and excess flush lumen.

Event description:
It was reported that the catheter exhibited a spline inversion and was not able to undeploy. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter, 31mm was selected for use. During the last catheter deployment in the right inferior pulmonary vein (ripv) a spline inversion occurred that was not able to be recovered while inside the patient. An attempt was made to undeploy the catheter array, but this was not successful. The catheter and guidewire were pulled into the sheath together without undeploying for withdrawal from the patient, which was done successfully. The procedure was completed, as there was not a need to perform more ablations by the time the issue had occurred. No patient complications were reported. The device has been received for analysis.

Event description:
It was reported that the catheter exhibited a spline inversion and was not able to undeployed. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter, 31mm was selected for use. During the last catheter deployment in the right inferior pulmonary vein (ripv) a spline inversion occurred that was not able to be recovered while inside the patient. An attempt was made to undeployed the catheter array, but this was not successful. The catheter and guidewire were pulled into the sheath together without un-deploying for withdrawal from the patient, which was done successfully. The procedure was completed, as there was not a need to perform more ablations by the time the issue had occurred. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.